Event description:
It was reported that a patient's pacemaker (pm) system exhibited noise. Programming changes were made on the atrial lead, and the pacemaker (pm) was explanted and replaced. The patient 's condition was well.

Manufacturer narrative:
Correction: h6 - health effect impact code updated to unexpected medical intervention it was previously reported as unexpected diagnostic intervention

Event description:
Additional information received indicates that the atrial lead noise was oversensed by the pacemaker and resulted in inappropriate mode switch episodes. There was also low pacing impedance noted on the atrial lead. The patient's condition was good before, during, and after the procedure.